Manufacturer narrative:
The device is returned. However, an evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. An independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results indicate that the culture sampling results conform to the target level defined in the regulations of france of jul 4, 2016, which is less than 1 cfu. The test resulted in no positive for any microbes for all channels. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by french regulation, unexpected contamination was detected which was above the acceptable threshold corresponding to action level. The test was performed prior to use. The user did not report any contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, the customer provided their cleaning, disinfecting and sterilization (cds) process summary. A correction is being made to device available for evaluation. The customer's cds includes: during pre-cleaning, water is aspirated in the channels and the customer rinses the air/water and auxiliary channels. The operating/suction channel, the suction piston, the port of the operating channel, and the distal end are cleaned using a vytil nova'clean cj-kedb-230-06 brush and mediclean detergent. The scope was not manually disinfected. For automatic endoscope reprocessing (aer), the user facility uses aer cantel laveur isa, along with detergent intercept cln and disinfectant rapicide a+b. The customer did not respond to the storage or maintenance questions. The device was evaluated where additional defects identified included: the insulation resistance value was out of specification, the light guide rods were cracked, the adhesive was cloudy, the switches were worn, and the angulation was out of specification. These defects were not considered severe enough to cause a potential adverse event and are likely due to wear and tear damage from use over an extended period of time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 7 years since the subject device was manufactured. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to french recommendation. The following is included in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.